Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it might had dimmed from update 1.48 and also cubies were unable to recover. A field service engineer manually removed the cubies and replaced the retractor band and customer reload all medications in drawer 2.1 and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary sf 21p-b drawer 2.1 failed, with every cubie displayed the error failed duplicate address detected. All cubies now appeared duplicated (ghost entries), rendering the drawer inaccessible for nurse dispensing and impacting patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.